Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 500 mg/dl. At the time of the initial report, the keypad on the insulin pump was locked. The customer declined to perform troubleshooting when a follow-up call was made. Nothing further was reported.